Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, andfound the outer reagent probes were not receiving the proper amount of water, but the inner probes were receiving water. The fse replaced the reagent prove inner and outer switching valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of high glucose (glu) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided and example of the high results of one (1) patient sample.